Manufacturer narrative:
Due to character limit: e1 (initial reporter) (B)(6); (event site name) (B)(6) hospital (public organization); (event site city) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had low vacuum alarm. There were no patient harm or injury was reported.